Event description:
Healthcare professional reported right side rupture reported in ultrasound. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture reported in ultrasound. Additionally, "silicone present within a right axillary lymph node" on ultrasound, ¿4 benign reactive lymph nodes, some show prominent lipogranulomatous reaction¿ on biopsy, and "capsular contracture baker grade iii" were reported. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture baker grade iii," "silicone present within a right axillary lymph node," ¿4 benign reactive lymph nodes, some show prominent lipogranulomatous reaction¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "capsular contracture baker grade iii," "silicone present within a right axillary lymph node," ¿4 benign reactive lymph nodes, some show prominent lipogranulomatous reaction¿.

Event description:
Additionally, "silicone present within a right axillary lymph node" on ultrasound, ¿4 benign reactive lymph nodes, some show prominent lipogranulomatous reaction¿ on biopsy, and "capsular contracture baker grade iii" were reported. The device has been explanted.